Event description:
Customer states: during pre-test prior to use on a pt at hospitable, a doctor confirmed the air leakage from the cuff. No pt involvement. No further details available for this report.

Manufacturer narrative:
The sample is expected to be returned for analysis.